Event description:
The customer reported a leak from reagent probe a on the unicel dxc 800 pro synchron system. Information regarding the personal protective equipment worn by the customer was not provided, however there was no injury or exposure reported. No erroneous results were generated or reported. This MDR references the event occurring on (B)(6) 2015. Please refer to 2050012-2015-00233 for the event occurring on (B)(6) 2015 and 2050012-2014-00232 for event occurring on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The cause of the event is unknown and could not be determined; multiple hardware parts were replaced to resolve the leak from reagent probe a. Any of the replaced hardware parts could have contributed to this event. (B)(6).